Manufacturer narrative:
No sample was returned for evaluation. A device history record review was conducted and it indicated that the product was released based on the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not cut during a vitrectomy procedure. The state of the aspiration was not known. The product was exchanged for another and the procedure was completed. There was no harm to the patient. The product sample was retained, no additional information is expected.